Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that there was a crack visible on the rim of the minicap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was discovered to be cracked. The cracked minicap was observed while connected to the patient¿s transfer set during use. The transfer set was replaced as preventative measure. There was no patient injury or medical intervention associated with this event. No additional information is available.